Event description:
It was reported that an altitude alarm and a cartridge change error occurred. Reportedly, the pump was not outside the labeled altitude operating range. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.